Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-57560.

Event description:
Customer's spouse reported via phone call that the insulin pump was being return due to a button error alarm and while the customer was trying to retrieve the settings from this device to program the replacement insulin pump, it was continuously going from no delivery to rewind. The customer would rewind and once the prime was completed, it would automatically start the rewind again. It was advised to contact the doctor to obtain the settings.